Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to external forces by the user. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection. Bore scope inspection. 3. Visually check that there are no abnormalities such as cracks, dents, bulges, edges, scratches, protrusions of metal lines from the inside, protrusions, slack, deformation, bending, adhesion of foreign matter, or falling off of parts on the outer surface of the entire length of the insertion section including the curved section and the tip section." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrovideoscope image noise came from the center of the semicircle after the power was turned on. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: acoustic lens delamination. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the displayed ultrasound image was defective due to the peeling of the acoustic lens. The device evaluation found the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob is out of the standard value due to wear of the angle wire, the adhesive on the bending section cover was detached / had a chip, switch 1 had a scratch, the paint on the air / water cylinder was peeled, the objective lens had a scratch, the connecting tube had a scratch / dent, the acoustic lens was damaged, and there was a chip in the adhesive area between the acoustic lens and the ultrasound probe. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.